Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, list 7k78, that has a similar product distributed in the us, list number 6c21. Call text states that the customer routinely does instrument maintenance and probes are changed on a regular basis. Css educated the account that abbott does not have any claims regarding the use of the architect total b-hcg assay to screen for testicular cancer. Preventive maintenance was performed and no further issues regarding discrepant results were observed. This is the final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. A male patient, suspected to have a testicular mass, generated an initial result of 71.08 iu/l on the architect total b-hcg assay. The physician questioned this result and a second sample was tested with a result of <3 iu/l. The first sample was retested with a result of <3 iu/l. The customer is aware that the architect total b-hcg assay is not to be used for testicular cancer but it's the laboratory's practice to do so.